Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 01/08/2016 to 03/31/2016 and trending was not exceeded. ¿ the sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. Twenty three (23) bis were received: twenty(20) are unused with red ci discs, caps not depressed, each with a spore disc, and intact purple media ampoules in uncrushed vials. One (1) positive control bi with a red ci disc and yellow media in the crushed vial; one (1) processed bi with yellow ci disc and purple media in the crushed vial with a spore disc. One(1) complaint suspect positive bi was received. The ci disc is gold,the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Twenty (20) unused returned bis were submitted for functional evaluation. Two bis were used for controls. All twenty bis met specification. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains and unused RMA product both met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result; complaint investigation only confirmed one suspect positive bi. However, the customer did not provide requested information for investigation so there is insufficient information for investigation. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bi were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.